Event description:
During a therapeutic endoscopic vein removal under sedation, the image became progressively darker until, shortly before the vein was removed, the light cable and its insulation melted and broke into two pieces. The patient suffered two grade ii-a burns, each approximately the size of a fingernail, on his left lower leg as a result of the hot light cable. The burn received conservative treatment with sterile dressing changes, and no further medical intervention was administered. At the time of discharge, phase-appropriate wound healing was observed. Additional information was received from the customer that the endoscopic vein removal was converted to an open vein harvesting and was extended for at least 30 minutes due to poor visibility. The bypass operation time, however, was not delayed. The patient's condition remained stable, and there was no further harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.